Manufacturer narrative:
Initial examination of the returned device noted that the outer sheath as pushed over the distal tip. It was noted that the outer sheath was broken at approximately 106mm distal to the deployment handle. The outer sheath was severely stretched and bunched in appearance along its length. It was not possible to deploy the stent in its returned condition. The shaft of the device was dissected proximal to the mounted stent. The inner shaft was removed, no issues were noted with the inner shaft. The stent was deployed distally through the distal portion of the dissected shaft. Examination of the deployed stent and the stent holder found no anomalies. Based on the condition of the returned device and the evaluation conducted, the most probable root cause of the reported issues is operational context. A review of the manufacturing documentation for this batch found that the device met its material, assembly and product specifications at the time of release to distribution. A review of complaint history for the reported lot number was performed and concluded there were no other complaints reported for this lot. A labeling review was performed, and from the information available this device was used per the directions for use (dfu) / product label.

Manufacturer narrative:
Reported issue of stent partially deployed the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an endoscopic retrograde cholangiopancreatography with duodenal stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a six centimeter duodenal lesion as a result of a pancreatic malignancy. The patient's anatomy was tortuous. During the procedure, the user stated that it was very difficult to slide the deployment handle, and it was noticed that the blue outer sheath had become bunched up. It was reported that the handle broke, and the stent was only able to be partially deployed. The user was unable to reconstrain the stent within the patient; therefore, the device was removed from the patient through the endoscope partially deployed. Outside the patient, the user was able to reconstrain the stent. The procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.

Event description:
It was reported to boston scientific corporation that a wallflex enteral duodenal stent was used during an endoscopic retrograde cholangiopancreatography with duodenal stent placement procedure on (B)(6) 2011. According to the complainant, the patient had a six centimeter duodenal lesion as a result of a pancreatic malignancy. The patient's anatomy was tortuous. During the procedure, the user stated that it was very difficult to slide the deployment handle, and it was noticed that the blue outer sheath had become bunched up. It was reported that the handle broke, and the stent was only able to be partially deployed. The user was unable to reconstrain the stent within the patient; therefore, the device was removed from the patient through the endoscope partially deployed. Outside the patient, the user was able to reconstrain the stent. The procedure was successfully completed with another wallflex enteral duodenal stent. There were no patient complications reported as a result of this event. The patient condition post procedure was reported to be stable.